Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump had shut off unexpectedly multiple times. The customer's blood glucose level was 238 mg/dl. The customer connected the pump to a power source and the pump turned on. The customer was able to reload the cartridge and resume insulin deliveries. Reportedly, the customer would continue use of the pump for insulin therapy.